Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. Further evaluation of the device, the ac cable was "pushed in" causing the initial power up issue to occur on the device. The device's ac connector and cable would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped.